Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received a result of 223 mg/dl. The normal control range was 97-134 mg/dl. The customer did not allege any adverse events as a result of the high readings. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.